Event description:
The customer reportedly obtained a 242 mg/dl on accu-chek advantage system 1 and 106 mg/dl on the accu-chek advantage system 2 within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch with a1 pt for suspect device accu-chek advantage system 1.